Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient suffered a polymorphic ventricular tachycardia which was not seen by the device, thus undersensing was alleged. A request for review was needed. The patient as hospitalized as a result and no additional adverse patient effects were reported. The device remains implanted. Technical services (ts) reviewed the device data and noted that the device recorded two treated and one untreated episode. Ts noted that if the recent arrhythmia was recently recorded but no episode was available, it was most like that the charging criteria had not been fulfilled prior to spontaneous termination of the arrhythmia. Ts discussed the since no episode was recorded it was not possible to review and provided discussion regarding the episode in question. Ts noted that strong variations in signal amplitudes might have lead to longer time to tachycardia therapy detection in this case.

Event description:
It was reported that the patient suffered a polymorphic ventricular tachycardia which was not recognized by this subcutaneous implantable cardioverter defibrillator (s-ICD) , thus undersensing was alleged. A request for review was submitted. The patient was hospitalized as a result, and no additional adverse patient effects were reported. Technical services (ts) reviewed the device data and noted that the device recorded two treated and one untreated episode. Ts noted that if the recent arrhythmia was recently recorded but no episode was available, it was most like that the charging criteria had not been fulfilled prior to spontaneous termination of the arrhythmia. Ts discussed that since no episode was recorded it was not possible to review and provided discussion regarding the episode in question. Ts noted that strong variations in signal amplitudes might have led to longer time to tachycardia therapy detection in this case. The device remains implanted at this time.

Manufacturer narrative:
This report is being filed to correct the describe event or problem section.